Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced was high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. It was unknown whether customer was using auto mode. Customer stated that sensor liner stays on the base and clear piece was stuck on the sensor and came off. The customer will continue use of the device. No further patients complications were reported.